Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had poor r-wave sensing and elevated thresholds due to a lead dislodgment. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.